Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic left colectomy, the device partially fired and some stitches in the suture line did not form properly. The donuts were incomplete and the anvil was bent. They had to oversew to fix the staple line. This resulted to unanticipated tissue loss and blood loss of 500cc or more. This also resulted to extended surgical time. Endoscopic clips had been applied to complete the case. An additional operation was performed to correct the issue.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led a photographic evaluation of two images. Photographic inspection noted a protruding open staple. F unctional evaluation could not be performed as the product was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified.if information is provided in the future, a supplemental report will be issued.